Event description:
Report received from abbott international affiliate (canada) which states "spill of chemotherapeutic agent (carboplatin) due to a fault with the soluset. The set was leaking from the bottom. Potential for harm to the pt due to contact with chemo agent." The affiliate reports that "there were 4 incidents of leaking with this product." In one incident, "the pt was splashed with the chemotherapy agent. The pt was not affected adversely, medicine was contacted but no intervention was required." Questions requesting additional pt and event info was queried to the affiliate, but no additional info has been received.